Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section g2, report source, of the initial medwatch report states: company representative. Section g2, report source, of the initial medwatch report should state: distributor, other (third party servicer). New information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings could not be confirmed. During the device's evaluation, ventec observed that its fio2 performance was within current specifications. In addition, the previously reported "low" fio2 value was also determined to be within current specifications. Proper device operation was observed through functional and performance testing. There was no failure of the device.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device is getting low fio2 (fraction of inspired oxygen) readings. There was no patient involvement.